Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level as 70 mg/dl. A cartridge change was performed resolving the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 575 mg/dl with moderate ketone level identified as life threatening by a healthcare provider; cause was not known. Customer administered a manual injection to address bg. Customer was assisted by the paramedics by checking bg, vitals, and administering a correction bolus via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.